Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric and 99% stenosed mid left anterior descending artery (lad). Pre-dilatation was performed with a 2.5 x 15 mm balloon catheter. A 3.0 x 23 mm xience v stent was implanted in the lad; however, a distal edge dissection occurred. A 2.75 x 28 mm xience v stent was used to cover the dissection. There was no clinically significant delay in the procedure. No additional information was provided.